Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient¿s ipg was non-functional. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient¿s ipg was non-functional. The patient will undergo an explant procedure.